Manufacturer narrative:
Additional information: per the physician, the cause of the endoleak cannot be determined. It was reported that approximately 3 years and 1 month after the index procedure a stage ii repair of type 4 thoracic aortic aneurysm was carried out. Valiant captivia thoracic endoprosthesis as well as endurant ii abdominal stent grafts were placed. The patient was discharged 8 days later. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion was implanted for the endovascular treatment of an unknown size aneurysm. It was reported that corelab review of CT imaging from approximately 19 months post index procedure identified a type ia endoleak and a maximum aortic diameter of 69.6mm. The endoleak was also observed on imaging 6 months later, approximately 25 months post index procedure and the maximum aortic diameter was noted to measure 70.3mm. There was no stent ring enlargement , stent ring migration or aortic enlargement observed. The images were noted as not examinable for fracture due to scan quality. It was noted that the imaging from 25 months was non-contrast, however complete loss of seal at the proximal end was observed.  No cause was reported. No additional sequelae was reported and the patient will be monitored.